Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. The customer purchased a replacement turbine to resolve the reported issue but has not indicated that they will return the suspect turbine. At this time, no return goods authorization has been issued and no further evaluation is expected.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" and fails to ventilate. The customer reported that this occurred during set up of the device and that there was no patient involvement.